Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that vacuum was poor when using the chop setting during a cataract procedure. The cassette was replaced and the procedure was completed. There was no patient harm. The product sample was discarded. Additional information has been requested; however, no further information has been received.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).